Event description:
It was reported this atrial lead exhibited noise and oversensing which resulted in inappropriate atrial tachycardia response events. Sensing and impedance measurements are stable. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).